Manufacturer narrative:
Clarification of response: it is unknown if the initial reporter sent a response to the FDA. This event occurred in the (B)(6). Another assay related to this event is reported in the medwatch report with (B)(6).

Manufacturer narrative:
New information was received regarding this event. The date received by manufacturer was (B)(4) 2011.

Manufacturer narrative:
Patient sample was provided for investigation. The elecsys free t4 value was verified when tested on a siemens centaur analyzer. Interference analysis was also performed. No interfering factor was identified. No issue with the elecsys free t4 reagent was verified. The investigation concluded the free t4 result is the true value and the elecsys result should be reliable. No further patient data was provided, therefore, the clinical picture of the patient could not be concluded.

Event description:
The customer received questionable free t4 results for one patient sample when tested on a modular e module, (B)(4). The sample was initially tested twice and recovered 30 pmol/l both times. This free t4 value did not match the clinical picture of the patient or the patient's other results. The sample was repeated on a beckman analyzer and recovered 9.8 pmol/l. The patient "possibly received wrong medicine" due to the discrepant result. Additional information was requested, however, no additional information was provided. No adverse event has been alleged regarding the discrepancies.